Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular lead dislodged causing inappropriate shock. The lead was explanted and replaced. The patient was in stable condition.

Event description:
New information received noted that the patient presented in the emergency room with inappropriate shock.